Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, non-capture, dislodgement and a polarity switch. It was also reported that the implantable pulse generator (ipg) exhibited a set-screw issue and the rv lead was not seated in the ipg header. A revision procedure took place. The rv lead and ipg remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.